Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all accepted criteria.

Event description:
A relative of the customer called to report that the customer had high (>500 mg/dl) blood glucose levels, and that it was noticed that the cannula has dislodged from the insertion site, insulin was leaking onto the adhesive, and the cannula was bent.